Manufacturer narrative:
Method - device not returned, follow up with rep.

Event description:
It was reported that a (B)(6) pt with cancer and metastases to the spine underwent a kyphoplasty procedure on levels t11 and t12. One day postoperatively, an x-ray showed a superior cement extravasation to t11. At one month follow-up, an x-ray showed an anterior cement extravasation to t11 and t12. There were no pt complications. No additional info was reported.